Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo an explant procedure.